Event description:
Paramedics responded to a person, condition unknown. Pacing/defibrillation/ECG electrodes were attached to the patient and external pacing therapy initiated. According to the reporter, when the pacing rate was set at 70 and current at 130 ma, excessive artifact occurred which appeared to inhibit pacing. No adverse affects to the patient were reported as a result of the alleged malfunction.